Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no filament after removing sensor. Customer's blood glucose level was 123 mg/dl. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.